Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the inserter broke and remained in the bone of the patient.

Manufacturer narrative:
Alleged failure: the thread broke during anchor placement, and when the inserter was checked, the tip was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation to pilot hole, 3) use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inserter broke and remained in the bone of the patient.